Manufacturer narrative:
The investigation found no evidence to indicate that the vitros eci or vitros 5600 systems did not operate as intended. The true classification of the pt sample in question is considered to be (B)(6) reactive based on results from a competitive system. The customer was asked to process the pt sample using the vitros hbsag es assay which has been designed to detect mutant strains of the hbsag virus that are not always detectable by the vitros hbsag assay. The customer declined as they have not implemented vitros hbsag es in their laboratory at this time. The root cause of the false negative vitros hbsag result could not be determined, however, an unknown sample interferent or mutant form of the hepatitis b virus could not be ruled out.

Event description:
A customer observed a false negative vitros hbsag results on two samples from a single pt tested on a vitros eci and a vitros 5600 integrated system. One of the pt samples produced a reactive result on a competitive system. False negative results may lead to inappropriate physician action. It is not known if the false negative vitros hbsag results were reported outside the laboratory. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).